Event description:
Physician reports machine shutting down during use on numerous pts. This unpredictable malfunction jeopardizes pt care and pt health. There has been significant trauma and inconvenience to pts. Machine has been repaired several times but is still shutting down during aspiration and biopsies. Device is defective, unreliable and unsafe to the rptr's pts.